Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that following a left ventricular lead placement, the patient experienced diaphragmatic stimulation in all pacing vectors. The lead was explanted.